Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; improper implant size selection, using an implant that was too long or placing the implant too deep.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2011 where three implants were installed. The patient did well initially, but later reported to a different surgeon with complaints of radicular leg pain. The surgeon determined that the superior positioned implant had breached the neuroforamen. In (B)(6) 2019, the surgeon performed a revision procedure where he removed the superior positioned implant and installed two additional implants of the same type in new positions to help fixate the joint. No other preexisting implants were adjusted or removed. The patient's radicular pain symptoms resolved following the revision procedure.